Event description:
It was reported to target that "during the introducing, while trying to place the c-shaped 10 fibered coil through the spinnaker elite 1.8f the catheter ruptured because the coil got stuck at the tip of the catheter.